Manufacturer narrative:
Describe event or problem - correction: this supplemental report is to correct the out of service date of the lead that was incorrectly reported on the initial report. The lead was capped and replaced on (B)(6) 2017.

Event description:
It was reported that on (B)(6) 2017 the patient presented to the clinic experiencing fatigue and a heart rate in the 30's. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture with varying thresholds. The lead impedance was noticed to be low and had been trending at a lower value since (B)(6) 2016. It was reported that the lead was explanted and replaced at a later unknown date. New information reports that the patient presented to the hospital on (B)(6) 2017 with symptoms of presyncope. The patient had an escape rhythm of 40 bpm. Upon interrogation of the device, intermittent capture was noted. The lead was capped and replaced on (B)(6) 2017 not on the previously reported unknown date. The patient was stable before, during and after the procedure.

Event description:
It was reported that on (B)(6) 2017 the patient presented to the clinic experiencing fatigue and a heart rate in the 30's. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture with varying thresholds. The lead impedance was noticed to be low and had been trending at a lower value since (B)(6) 2016. It was reported that the lead was explanted and replaced at a later unknown date.